Manufacturer narrative:
DHR/bhr review lot-3250448. This batch of products were assembled at intima ii auto line 3 in september 2023, and packaged at cfs package line in september 2023. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. The retained samples of this batch are taken for relevant functional tests: lie distance test, penetration force test (including needle tip force, catheter tip force and catheter drag force), blood return test, and 45psi leakage test. The test results are all within product specifications. Please see the attached test reports. The occurrence of complaints may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle, do not withdraw the needle core prematurely, and to avoid multiple punctures. No similar complaints have been received from other hospitals regarding this batch of products. Conclusions: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been returned, the relevant tests cannot be carried out, and the root cause of the bluntness of the needle, the difficulty in blood returning after puncture, and the leakage at insertion site cannot be determined. The plant will continue to track and trend for the issues.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked. Clinical feedback: 1. The needles of this batch of products are blunt and the patient feels strong pain; 2. It is difficult for blood to return after puncture; 3. It is easy to exude fluid, causing redness/abscess on the patient's skin.